Event description:
On (B)(6) 2013, it was reported that patient no longer had trust in her infusion device because she had been experiencing elevated blood glucose level since (B)(6) 2012; she think the device does not deliver enough insulin. In the mornings the patient's blood glucose level has been 300 mg/dl. The patient switched to a different infusion device and the patient's blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced